Event description:
It was reported that the lead exhibited high pacing thresholds. The lead was dislodged, due to twiddler's syndrome.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.